Event description:
Procedure type: umbilical hernia repair. According to the reporter: the patient experienced an intestinal obstruction and wound problem. No mesh failure occurred. The intestinal obstruction was treated with a laparoscopic exploration and 2nd mesh placement (pco). The revision was on (B)(6) 2013 and the wound treatment was (B)(6) 2013. The wound problem was treated with negative pressure therapy. The patient is doing fine, the wound is healed and closed. There was no unanticipated tissue loss. By loosening intestines from the mesh, the mesh was damaged and treated with 2nd mesh laparoscopically. The damage was not irreversible. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).